Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the last 30 minutes of a routine hemodialysis treatment, it was reported that a high venous pressure alarm occurred. Treatment was terminated without rinseback as the blood in the cartridge was believed to have clotted, resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The high venous pressure alarm has been attributed to a clotted cartridge that was caused from access flow issues. The operator informed nxstage that the venous pressure reading was greater than 500. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide advises "do not return the blood if the filter or cartridge is clotted." Nxstage reviewed the blood loss with the facility. The facility informed nxstage that the patient's hemodialysis catheter had flow issues in 2006 which required administration of the thrombolytic medication into the catheter ports on the following day. Nxstage considers this report closed.